Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Abbott defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2, reference MFR. Report# 3006705815-2018-01315: the patient is implanted with two leads and the manufacturer is unable to determine which lead is liable. It was reported the patient underwent a scs trial implant procedure. On (B)(6) 2018 the patient began complaining of a headache. After the trial, as the surgeon removed the trial leads (B)(6) 2018, cerebrospinal fluid leakage occurred. The physician applied a pressure bandage, and scheduled the patient to receive a blood patch on (B)(6) 2018. The patient has been having headaches occasionally, but no further intervention is expected.